Event description:
It was reported that, "this was a loaner plate. It was a 3 level case. The surgeon plates using a scope and on the screen in the room you could see the blocker was deformed at one level. He proceeded to drop all the screws and locking them down. When we got to the level with the deformed blocker we saw that the silver spring bar was curled down. When he tried to turn blocker it shredded. We removed plate and put in another 3 level plate with no adverse effect."

Manufacturer narrative:
Method: complaint history analysis, manufacturing record review, risk assessment, visual inspection. Results: there have been 15 total complaints related to locking ring failures for the aviator plate product line. There has been no indication of manufacturing discrepancies in past instances and that is the case here as well. During the inspection of the plate, it was confirmed that one of the spring-bar arms is deformed. Also two of the four blockers displayed signs of mechanical wear. There were no adverse consequences to the patient and another three level plate was used successfully. Conclusion: the deformation is most likely the result of user-error. Screw over-angulation during insertion or the screw not being fully inserted into the plate can lead to this type of failure. That is in all likelihood the case here.